Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was inappropriate high voltage therapy provided during an atrial arrhythmia. The patient is reported to have received nine shocks for a heart rate in the ventricular tachycardia (vt)/ventricular fibrillation (vf) zone when the patient was in atrial fibrillation with rapid ventricular response. The patient was treated with antiarrhythmic and anticoagulation medication and the device detection intervals were adjusted. It was further reported that the right atrial (ra) lead experienced undersensing on stored electrograms (egm). The cardiac resynchronization therapy defibrillator (crt-d) and the lead remain in use. No further patient complications have been reported as a result of this event. The patient is a participant in the post approval clinical surveillance product surveillance registry.